Event description:
On (B)(6) 2014, the reporter contacted lifescan USA alleging that they obtained an inaccurate result with their onetouch verio iq meter compared to another device (onetouch ultra 2). The reporter claimed obtaining a blood glucose reading of 386mg/dl with the subject meter and 281mg/dl on another device, performed an unknown amount of time between each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.